Event description:
The user facility reported that water was leaking from their washer and out onto the floor. No injuries or procedural delays/cancellations reported.

Manufacturer narrative:
A steris service technician inspected the washer and found that the door was not fully raising the pivoting basket stopper. This was due to the loading rack assembly not being high enough to raise the stopper. The technician raised the loading rack assembly to a height where closed doors would raise the pivoting basket stop to the correct position. The technician tested the unit and returned the unit to service. The washer is under steris service contract and preventive maintenance was performed on (B)(4) 2012, when the unit was found to be operating properly.